Manufacturer narrative:
(B)(4). Damaged one piece sled. Additional information was requested and the following was obtained: did the device fire any staples and/or cut line before it stopped? No. Was there an issue with the function of the knife direction indicator? No. Was there any difficulty removing the device from the tissue? If yes, how was the device removed from the tissue? Was there any damage to the tissue? No. An ecr60g cartridge reload was received for analysis. The cartridge reload was received partially fired 1/16. Additionally, the one piece sled was found to be broken in the area that interacts with the knife, making the reload non-functional. While no conclusion could be reached as to how the one piece sled became damaged, it should be noted that as part of our quality process, 100% inspections takes place during manufacturing to ensure the device meets the required specifications; in addition, a sample of the batch is inspected at (B)(4). The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during an unknown procedure, the device could not fire at the first stroke of the first firing. The knife blade indicator moved forward just a little distance. Changed to another device to complete the procedure. No adverse event on the patient.